Event description:
The facility's biomedical engineering dept reported a "free flow, will not turn off". The event was reported to have occurred during pt infusion. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injuty had been reported. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, medical intervention, medication involved, amount of free-flow, and set up of the pump. No add'l info or contact available.